Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and no leaks were observed. The catheter balloon was passively deflated, and the balloon concentricity was observed to be 50:50 . Revision 14, which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the catheter fell out of the patient after few minutes on the day of placement. It was stated that there was no abnormality found on the balloon during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient after few minutes on the day of placement. It was stated that there was no abnormality found on the balloon during pretest.